Manufacturer narrative:
Medical device code (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator emr device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the pull string broke, causing the bands to not deploy. They tried to straighten the cap and tighten the pull wire but it did not help. The procedure was completed with another captivator emr device. There were no patient complications reported as a result of this event.